Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. Subsequently, when the patient was transferred to surgery, the valve was explanted and the mitral valve was repaired. Following the surgery, the patient's vital signs were normal.

Manufacturer narrative:
Image review: two media files were provided for review. The images show that sometime after release, the valve dislodged ventricular, and an angiogram confirmed significant aortic regurgitation/paravalvular leak. The dislodgement event was not captured for review thus it is not possible to validate the cause of the dislodgement. It was reported that the patient was transferred to surgery. As listed in the instructions for use (IFU), potential risks associated with the implantation of the corevalve¿ evolut¿ pro bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: enveo pro delivery system, product ID: envpro-16-us, serial/lot #: (B)(6), ubd: 17-aug-2026, UDI#: (B)(4), h6: the codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the valve was fully deployed from the delivery catheter system, the implant position was too deep and subsequently the valve dislodged down into the left ventricular outflow tract and cut the patient's mitral valve. According to the reporter, procedural imaging showed normal function of the valve. However, then the patient developed heart failure and was transferred to surgery.